Event description:
The customer reported the device failed the defib segment of the shift/system check and displayed error code 00001 (slow charge defibrillator error). There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed the defib segment of the shift/system check and displayed error code 0001 (slow charge defibrillator error). There was no pt involvement. Philip evaluated the device, confirmed the symptom, and resolved this malfunction by replacing the power pca.